Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) was in communication loss. Nihon kohden's technical services advised him to ensure that the network cables were seated properly and the switches were powered on. He was going to also reboot the org and call back if the issue persisted. Nihon kohden followed up to see if the issue was resolved, and they were not able to speak to the original reporter, since he no longer works at that facility. The current biomedical engineer reported that the issue has been resolved, but that he is not aware of how this was done. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) was in communication loss.